Event description:
Rptr had reconstruction of tuberous breasts (congenital deformity). Ruptured (three lumps detected) right implant was replaced with another co's silicone gel implant on 8/27/91. Rptr has had allergic reactions, joint pain, and fatigue prior to explant surgery and mastitis before and after surgery.